Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 700mg/dl and diabetic ketoacidosis. The customer had symptoms such as nausea. Customer indicated that they are currently in the hospital. L at the time of the call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer did not have a tubing clamp and wanted to perform the high pressure test but then declined to troubleshoot further.